Manufacturer narrative:
Physio-control further evaluated the device and observed that the device would not power on.  The cause of the observed power issue was determined to be due to a shorted and burned capacitor, designator c76 from the digital pcb assembly.  The shorted and burned capacitor caused the device to not power on so the cause of the reported connection issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device had a service wrench icon in its readiness display. During device evaluation, physio observed that the device had logged multiple event codes and would not recognize a patient connection. There was no patient use associated with the reported event.